Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined. Correction: device could not be interrogated during follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device could be interrogated during follow-up. Device was also not pacing. Device was explanted and replaced. Patient's condition was stable before, during and after the procedure.